Event description:
It was reported that during the elective device replacement lead was explanted and replaced due to noise. Noise was seen on egm. The patient was fine before and after the procedure.